Event description:
The report received from the affiliate indicated that during a coil embolization procedure, the physician noted that the orbit rdfl complex mini coil was stretched. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that during a coil embolization procedure the orbit rdfl complex mini coil stretched. There was no reported patient injury. No further procedural information has been obtained in response to multiple investigative efforts. The product was returned for inspection. A non-sterile orbit rdfl complex mini coil was received coiled inside of plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was unzipped and in good condition. The support coil, gripper and embolic coil were received outside of the introducer, the gripper was found without damage and the embolic coil was found stretched. The embolic coil and the gripper were inspected under microscope and it was confirmed that the gripper was undamaged and the embolic coil was stretched. The stretched condition of the embolic coil appears to have been caused by excessive force applied to the unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. Due to the lack of procedural information, no conclusion can be made regarding possible contributing factors. However, neither the analysis nor the device history record review indicates a relationship to the manufacturing process. Additionally, inspections are in place to prevent this type of damage from leaving the facility. Therefore, no corrective actions will be taken at this time.